Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported by the loan kit technician during loan kit inspection that the expressew, was not functioning correctly. The complaint device was received and evaluated. Visual observations reveal that missing the pin actuator to jaw and when the trigger was actuated was noted that the actuator was loose, and the jaws were not open/close as intended. In addition, the ratchet latch assembly presented marks of wear. Besides, the device presented signs of sterilization cycles. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to excessive force being applied on the device and fair wear and tear due to heavy use. However, this cannot be conclusive determined as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool the expressew iii w/hook. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer.